Event description:
Reportedly, on (B)(6) 2012, a shock therapy was delivered because a noise detection which root cause was not able to identify with certainty. During the follow-up on (B)(6) 2012, aida memory was empty; so that the recurrence of noise detection could not be monitored. An explantation was required.

Manufacturer narrative:
(B)(4), 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.